Manufacturer narrative:
The investigation excluded reagent issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was related to a maintenance issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The initial phosphate result was 1.13 mmol/l. The repeat result was 1.93 mmol/l. The reagent lot number and the expiration date were requested, but not provided.

Manufacturer narrative:
The customer performed a precision test with acceptable results. The field service engineer (fse) replaced one of the sample and reagent probes. He made adjustments with attention to the washing. He adjusted the gear pump head (gph) and the main water pump pressures which he noted to be too high. He also noted that the photometer reading was too high so he changed the heat-cut filter. He also replaced the lens which was noted to be scratched. The customer performed calibrations and qc. The customer monitored the performance of the module. They still obtained out-of-range initial qc results that would be in range upon rerun. The investigation is ongoing.